Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: on investigation, the alleged unable to prime issue was not duplicated. Review of black box data did not find any prime issue or loss of prime events. The last basal was delivered 21 days before the reported incident date. The pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. The force senor calibration reading was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. A normal bolus and an audio bolus were delivered and recorded correctly. Pump casing was opened and no intermittent condition was found with the force sensor circuit. Unrelated to the complaint, the display was dim and discolored. A battery compartment cracked was found below the grip pad.